Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Review of device history records show that lot released with no recorded anomaly. The product was made to print and from correct materials. It appears that the failure was due to excessive offset impact force causing damage to the inside of the chs plate.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a compressed hip screw procedure on (B)(6) 2014. During the procedure, the lag screw would not fit into the barrel of the compression plate. There was a delay of approximately twenty to thirty minutes; however, the procedure was successfully completed using an another compression plate.